Event description:
It was reported that the seal on the right motor of the (B)(4) power chair is leaking grease, per dealer there are a few spots on the carpet, but end user stated the carpet was already bad and not to worry about it.